Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2201033, medical device expiration date: 31-dec-2026, device manufacture date: 12-jan-2022. Medical device lot #: 2112020, medical device expiration date: 30-nov-2026, device manufacture date: 09-dec-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd plastipak¿ concentric luer lock syringe each from lots 2201033 and 2112020 had moisture on their plunger stoppers before use. The following information was provided by the initial reporter: "staff nurse has highlighted that some of bd plastipak 50ml has moisture on the black plunger part of the syringe."

Event description:
It was reported that 1 bd plastipak¿ concentric luer lock syringe each from lots 2201033 and 2112020 had moisture on their plunger stoppers before use. The following information was provided by the initial reporter: "staff nurse has highlighted that some of bd plastipak 50ml has moisture on the black plunger part of the syringe."

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lots 2201033 and lot 2112020, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the each lot were used for additional evaluation. All product was inspected, no moisture on the plunger or other foreign particles were observed on any of the devices. Based on the description provided, the alleged moisture matches the description of the silicone used in this product. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number, results for both lot 2201033 and lot 2112020 were reviewed and found to be within specification. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information, we are not able to identify a definitive root cause related to our manufacturing process at this time.